Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 1 broken file taped in original pack labeled lot 0000254041. Visually checked broken file under the microscope and found less than 1mm broken off at the tip. Root cause of breakage is unknown. Nothing unusual to report was found during DHR review.

Event description:
In this event it was reported that a waveone gold prime 25 files broke during use. The fragment was not retrieved but was filled behind, completing the procedure. No injury resulted.